Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, there was no capture when the lead was connected to the device. The setscrew was quickly removed and was then noted to be on the wrench. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.